Manufacturer narrative:
(B)(4). Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
It was reported a patient underwent a left hip revision approximately fifteen years post implantation due to a dislocation. During the procedure, significant metallosis and trunnion wear was noted. All the components were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: unknown head cat #: 0100121050 / alloclassicâ®, sl stem, offset, uncemented, 5, taper 12/14 / lot #: 2510716 g2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.